Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that internal leakage was observed in the half day infusor. It was further reported that there is liquid between the pump and the outer cover. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 27, 2018 - may 01, 2018. H10: the device was received containing unspecified volume in the bladder and inside the housing which indicated a leak had occurred. Further inspection revealed the leak was coming from the welded area of the volume indicator inside the housing. The reported condition was verified. The cause of the condition was due to manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.